Event description:
Boston scientific received information that under fluoroscopy, it was found that this right atrial (ra) lead dislodged and fell into the right ventricle. The patient was hospitalized and a revision procedure was performed. The lead was successfully repositioned and there were no complications during the procedure. No adverse patient effects were reported after the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.